Manufacturer narrative:
Examination of the returned used device plpul2020 found that a piece of the plumepen ext front was broken off and would not lock it into place. The broken piece was not returned for evaluation. Visual examination was done with the help of print (B)(4). The root cause cannot be determined, however, based upon evaluation, photos, and the risk document, the likely cause of this event was excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 43 complaints, regarding 61 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, plpul2020, ultra surgical smoke evacuation pencil, was being used during a gyn procedure on (B)(6) 2025 when it was reported, ¿during a case with dr. (B)(6) in gynecology, the plumepen ultra broke when he tried to unclip it to lengthen it. A piece fell into the patient and was later found.". There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was reported to have been completed using an alternate device which caused a 5-minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the device, plpul2020, ultra surgical smoke evacuation pencil, was being used during a gyn procedure on (B)(6) 2025 when it was reported, ¿during a case with dr. Viau in gynecology, the plumepen ultra broke when he tried to unclip it to lengthen it. A piece fell into the patient, and was later found.". There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was reported to have been completed using an alternate device which caused a 5-minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text : device not yet received.